Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
The patient reports the ipg is unable to communicate with the external devices. The patient reports she successfully recharged approximately 3-4 months ago and she stopped receiving stimulation approximately 2-3 months ago. Troubleshooting was unable to resolve the issue. The sjm representative confirmed the issue. Surgical intervention may be pending to address this issue.